Event description:
Boston scientific crm received information that the patient with this device experienced two syncopal episodes and was admitted to the hospital with a rate of 40bpm. The right ventricular (rv) lead was surgically abandoned due to poor sensing. A boston scientific crm technical services (ts) consultant suspected oversensing. This device was later explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and this device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.